Manufacturer narrative:
The investigation for the reported controller error (yellow alarm) has been completed. While supporting the patient, the console displayed a yellow grade controller alarm. The staff switched to a backup console successfully. They saw the yellow controller alarm after performing a power cycle as well. The logs confirmed controller alarm (optical bench ambient pressure out of range) was present intermittently. Towards the end, alarm (opm communication stopped) was seen. There are sau_motor_1 errors present after ten minutes of when the pump was started. Upon first boot in field service, there was no light seen on the optical fiber at pump connector. The 5s values were out of spec. Replacing the optical bench fixed the issue. Console was run on a pump simulator for two hours and sau_motor_1 errors were not reproduced. No sau_motor_1 errors were seen. The cause of the controller error alarm was a malfunctioning optical bench. Replacing the optical bench fixed the controller error. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) produced an error message asking to switch out consoles. The team tried to reboot several times but received the same error message. The aic was then replaced with a backup console and no patient harm was reported.